Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-nov-2029, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 02-feb-2030, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator and two leads were implanted and remained in service, and the patient experienced return of pain, new pain unrelated to baseline, increased pain beginning 2 days post-implant with progressive worsening, redness, numbness, walking difficulty, immobility, loss of balance, and inability to get out of bed. It was further reported that the patient went to the emergency room and was hospitalized, and an MRI was attempted/needed but could not be performed. The patient was provided a technical services phone number. The issue was reported as ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.